Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that the infusion set's tubing came apart at the side of quick release while sleeping. The site location was patient's abdomen and the pump was located on the left side. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).